Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remained implanted in the patient since the revision surgery has not yet been performed, so it was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
The patient underwent replacement with hmrs and gmrs system on (B)(6) 2015. When the patient underwent rehab and slipped his or her foot on (B)(6) 2015, his femoral component was turned outward and the externally rotated femur was not turned to proper alignment. The connection area of the component was turned seen with the x-ray image. Revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
An event regarding component disassociation involving an hmrs distal femur was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned, it remains implanted. -medical records received and evaluation: not performed as no medical information was provided. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Information such as product return and medical records detailing pre- and post-operative x-rays, the primary and revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient underwent replacement with hmrs and gmrs system on (B)(6) 2015. When the patient underwent rehab and slipped his or her foot on (B)(6) 2015, his femoral component was turned outward and the externally rotated femur was not turned to proper alignment. The connection area of the component was turned seen with the x-ray image. Revision surgery is scheduled for (B)(6) 2015.